Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, this vns patient¿s caregiver post that the patient¿s seizures reported that the patient¿s seizures had increased in the last few years. The seizures were full blown tonic-clonic seizures. The vns made it so the patient came out of the seizures sooner, but it didn¿t slow them down. The patient was also on four anticonvulsants. The patient was at high settings, but it did not appear to be helping. On (B)(6) 2013, it was reported that the patient¿s seizures had increased to one every two weeks. There was a period of time where the patient was seizure free for 2 years. The patient tolerates the current stimulation settings without complaint. Magnet swipes were effective. Review of available programming history shows that the last known diagnostics from (B)(6) 2013 were within normal limits. An in-house battery life calculation showed 1.12 years remaining.

Event description:
Analysis of the returned generator was completed. An open can measurement of the battery voltage confirmed that the eri flag had been properly set; the battery was partially depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification demonstrating normal battery depletion. Monitoring of the device signal output showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the eri parameter (eri flag was set to ¿yes¿ due to a low battery condition), the device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was reported to be at eri = yes. The explanted generator has been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information were made but have been unsuccessful to date.